Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2104 due to femoral stress fractures and component loosening as a result of degradation of cement mantle. The femoral stem was removed and replaced with competitor product.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown, date implanted - unknown, PMA/510(k) number - unknown, manufacture date - unknown.